Event description:
An angio-seal was deployed in the right femoral artery with no difficulties, and hemostasis was achieved. (B)(6) days post deployment, the pt presented with groin pain, decreased pedal pulse, and a pale right leg. A femoral angiogram revealed the angio-seal anchor was occluding the superficial femoral artery. Surgery was performed to remove the angio-seal. The pt recovered and was in good condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor of fragments, or surgical intervention.